Manufacturer narrative:
Method- a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2010, this patient presented emergently with a traumatic dissection. The patient was implanted with gore tag thoracic endoprostheses. On (B)(6), 2010, the patient was implanted with three gore tag thoracic endoprostheses to reline the previous devices. The patient tolerated the procedure and no further complications have been reported.